Event description:
Hemolysis on admission. Pump thrombus suspected. On (B)(6) 2012, power 10.7-13.1w. Pump stopped and unable to restart. Device turned off. To or (B)(6) 2012, for device exchange. Thrombus extended from vad to proximal portion of outflow graft.